Manufacturer narrative:
The event occurred on an unspecified date in 2021, further stated as "in the last week". Initial reporter address: (B)(6). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of integrated apd sets w/cassette leaked from the patient line by a connection. The patient stated they tightened all connections properly. This was identified while priming the devices for automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.